Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was as high as 600 mg/dl. Customer advised they are not properly receiving insulin and are not sure what the issue is. Troubleshooting for high blood glucose levels was performed. Customer treated their high blood glucose with the insulin pump and delivering a bolus. Customer experienced vomiting and feeling sick as a result of high blood glucose. Customer advised they are unsure if the bolus history displayed all entries based on their recollection. Customer was advised that they may have had a site that was not properly absorbing the insulin. Customer was advised to monitor the insulin pump and call back if their blood glucose goes high.